Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic; the connector appears in good condition; the fiber passed the connector test. Based on device analysis, the potential for forward firing may exist. Fiber card analysis: use date: (B)(6) 2016. Joules used: 51,880 joules. Joules count does not match warranty form information. Probable root cause: based on the device analysis, the product complaint "laser couldn't read fiber" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 0 joules of use and 0 minutes, the ¿laser couldn¿t read fiber.¿ the procedure was completed utilizing a second fiber. Patient outcome ¿ok¿ reported.